Event description:
Health professional reported a skin rash which developed on the face on the evening after injection with 2 syringes of juvederm ultra xc in the nasolabial folds and marionette lines. The rash resolved. The patient now complains of periodic systemic itching over the whole body. Injecting physician prescribed benadryl to hasten the resolution of symptoms and prevent worsening which may lead to permanent damage. Allergan is continuing the investigation.

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2011.